Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported symptom (door is hard to close), which was reproduced. The eval found the door not fully latched messages which were caused by the door hooks and latch pins being out of adjustment, making the door difficult to close. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump's door was hard to close. Any pt involvement, injury, or medical intervention is unk. During baxter's eval of the device, it displayed the door not fully latched message.